Event description:
It was reported that both non-boston scientific leads exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Troubleshooting options were discussed and recommended. A revision procedure was performed and the leads were tested with the pacing system analyzer (psa), and impedances on this non boston scientific right atrial (ra) were high out of range, while the impedances on hie non boston scientific right ventricular (rv) lead was high. The physician opted to remove the pacemaker, however, when the physician tried to remove the leads from the pacemaker the leads had some sort of corrosive material come out of it. Upon removing the pacemaker, the physician placed the new pacemaker and connected the leads, and all measurements were in range. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).